Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In early 2009, the lay user/patient contacted lifescan alleging the one touch ultra meter read inaccurately high. The medical affairs specialist was not able to contact the pt to obtain/clarify info. The pt said that the day before in the morning he obtained a reading of 81 mg/dl. The pt said that within 10-15 minutes the pt allegedly fell unconscious and the pt's roommate called emergency svcs. When emergency svcs arrived, they tested the pt's blood sugar and obtained a result of 40 mg/dl. They reportedly injected the pt with glucagon. It would be helpful to know the pt's diabetes treatment regimen, what the previous readings were and whether the pt would have done anything differently had the reading he got in the morning were different. It was determined during the troubleshooting telephone call, the pt's testing technique was correct. The pt cleaned the puncture area correctly. The test strips were within expiration dating and in good condition. This complaint is being reported because the pt alleged the meter reading was inaccurately high, and he reportedly felt symptoms indicative of hypoglycemia that necessitated treatment after the issue started.